Event description:
It was reported the patient lost effective coverage due to the l5 drg lead had migrated. The patient underwent surgical intervention where the lead was explanted, replaced and repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.